Event description:
During a sales demonstration of how the safety syringe works, the product specialist slammed the locked shield against his palm to demonstrate its effectiveness. The needle impaled his palm exiting from the other side, leaving only a pinpoint of blood that healed quickly. The product specialist then washed his hands and no medical treatment was necessary, no complications developed. The product specialist states that the shield was turning loose around the safety collar, not in the locked position.

Manufacturer narrative:
Actual device was returned and evaluated. Analysis revealed the syringe had been subjected to severe and repeated abuse. The shield had been forced to retract from the locked position and was torqued in both the clockwise and counter-clockwise direction causing the shield to spin about the collar. It was concluded that the syringe was used in a manner not intended during the demonstration by the product specialist.